Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9071807. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-03-12. Medical device lot #: 9088977. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-03-29. Medical device lot #: 9238609. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-08-2.. Medical device lot #: 9148820. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-05-28. Medical device lot #: 9170677. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-06-19. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe s2 ns 20ml has been found containing foreign matter before use. The following has been provided by the initial reporter: plastic particles were found in the syringe.

Event description:
It has been reported that the bd¿ syringe s2 ns 20ml has been found containing foreign matter before use. The following has been provided by the initial reporter: plastic particles were found in the syringe.

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 309210 lots 9071807, 9088977,9238609, 9148820 and 9170677 to investigate for this record. Due to the global pandemic, sample may be delayed. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd has concluded that the mentioned ¿particles¿ consist of accumulation of ¿slip agent¿ which is used in the formulation of the polypropylene which is in turn used to manufacture the syringe. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. Toxicologic material risk assessment test have been conducted and they all passed meeting all the established criteria for preclinical toxicological safety evaluations. Based on the evaluation conducted, it is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. The device history review showed no indication of the alleged defect.